Manufacturer narrative:
Further investigation is underway.

Event description:
A distributor in (B)(4) reported that a patient exhibited large scars on the face during a thermage treatment. The treatment tip had been used for 600 repetitions when the problem was noticed. The treatment tip was used for a total of 1200 repetitions. The treatment tip was inspected after the patient experience and was found to be broken with scratches on the surface. The patient has recovered.

Manufacturer narrative:
No product being available for evaluation, and current information. No solta serial/lot number reported for this event. The reporter did not provide the relevant doctor''s contact information or the patient details. It is unknown what the highest energy level used was. According to thermage cpt system technical user¿s manual (p009240-05 rev. B) burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Tip damage could not be confirmed without product. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action deemed necessary. Based on the available information, no causal factors can be determined, and no conclusion can be drawn for this event. It was reported that the scars patient''s scars were recovered. Though requests have been made, no product was returned. Should the product be received, the investigation will be reopened. The investigation is considered complete at this time.